Manufacturer narrative:
During troubleshooting, tac noted the sales representative was not in front of the tower to identify the serial number and the software version of the video system unit. The sales representative noted the user pressed the esc (escape) key to remove the error code. Tac explained that it seemed to be an issue with the video system unit as there were several endoeye videoscope that had the same problem. Tac recommended the video system unit be sent in for service/evaluation before concluding a video system unit or videoscope problem. The sales representative then indicated the user was going to upgrade to 3d towers and all the otv-s190s will be replaced and requested to have the inquiry closed as there was no further follow up required. A review of the device's history could not be performed as there was no serial number provided. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by a sales representative that the visera elite video system unit produces fog free errors, e104, whenever the visera endoeye videoscope was connected. There was no user facility or patient involvement reported.